Manufacturer narrative:
Result: damaged head left rail assembly and cracked right siderail.

Event description:
It was reported by service report that the head left siderail was broken and the right rail was cracked. No patient involvement or adverse consequences were reported.